Event description:
It was reported that the right ventricular lead was undersensing and had dislodged after open heart surgery. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) -the full lead was returned and analyzed and no anomalies were found. However, the defibrillator conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was breached cut. The exposed defibrillator coil had a white substance on it. The outer insulation had a cosmetic depression. There was blood in/on the helix mechanism. Apparent explant damage was also noted.